Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high capture and sensing at 0.2 mv. Fluoroscopy confirmed that the lead was dislodged. The mode parameter was changed to vvi.